Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. Customer experienced vomiting and rapid heart rate. Customer noticed his blood glucose readings increasing, he bolused at 546 mg/dl. The blood glucose reading did not go down. Customer went to the hospital. The blood glucose reading at the time of the event was 744 mg/dl. Customer was admitted. Nothing further reported.